Event description:
Caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process. After the pump reset, the error did not appear again, and the caller successfully started a new sensor session.